Manufacturer narrative:
Follow-up #1: date of submission 03/31/2015. Device evaluation: the device has been returned and evaluated by product analysis on 03/18/2015 with the following findings: the battery cap was not returned; therefore, a test cap was used to complete investigation. The battery compartment was found to be leaking and moisture was found in the battery compartment but not inside the pump. A crack was marked from the top to the bottom on the battery compartment to the left side of the grip pad. Unrelated to the complaint, the text on the display had a reddish tint.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (moisture ingress) issue. The pump reportedly has been sunk. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).